Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
Communication/interviews: a getinge emergency support consultant (esc) troubleshot with the end user over the phone. The end user attempted to switch from arrow pump to cardiosave again and tried several suggestions from fse. The iab fill key was pressed several times and the augmentation control was also dropped. Manipulation of the catheter at the insertion site was tried and an autofill was again attempted without success. There was no blood in the helium tubing and all connections were secure. The customer reports that the helium tanks have been "opened". Customer advised that they may try a third pump, or leave the patient on the arrow if possible. Customer stated that they will be allowed to keep the arrow pump for continued use. The esc advised reporting their cardiosave to biomed for possible service. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during use on a patient via femoral insertion, the cardiosave intra-aortic balloon pump (iabp) received an autofill failure message. A patient was transported from cvicu to another facility. The patient had an arrow iab catheter, and it was connected to an arrow balloon pump, from either the transporting facility or the transport team. Customer had attempted to move the catheter to the cardiosave but received autofill failure message. Each time patient had to be placed back on the arrow pump. The insertion site was femoral, and customer had correct adapter to make the helium connection to getinge pumps. Patient height: 175cm. This report is to document the second cardiosave iabp unit involved in the event. The first cardiosave iabp has been reported under medwatch report #2249723-2021-02250.